Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 24 synergy drug-eluting stent, the stent detached when removed from the hoop. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the balloon and was returned for analysis on a mandrel with the stent protector and without the stent delivery system. A visual examination of the stent found the stent damaged across its entire profile with struts distorted, bunched, stretched and lifted from the stent profile. The stent protector could not be removed from the stent due to overlapping of stent struts inside the hoop. As the delivery system was not returned with the stent, analysis on the balloon crimp markings or individual assessment of the catheter cannot be performed. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 24 synergy¿ drug-eluting stent, the stent detached when removed from the hoop. No patient complications were reported and the patient's status was good.